Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019. It was reported that the patient experienced severe and chronic pain, inflammation, adhesions, adhesions to small intestines, bowel resection, bowel obstructions, and bowel issues. It was reported that the patient underwent previous hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent previous revision surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent previous removal surgery on (B)(6) 2015. Other procedures are captured in separate files. No additional information was provided.